Event description:
It was reported that the pump did not hold the charge, causing a concern. There was no information regarding the impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the device was not returned.